Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: during testing, the ok keypad button was found to be under-responsive. The keypad was removed and no damage was observed to the button contacts or keypad flex cable. The pump cover was opened and moisture corrosion was identified on the keypad connector, printed circuit board, and motor assembly. No moisture was observed in the battery compartment.